Manufacturer narrative:
(B)(4). Eval: results: the stent had been positioned above the origin of the aortic bifurcation without support of the vessel wall, which is outside the product label indications. Emergent peripheral vascular surgery and stent migration. Eval: conclusion: review of the returned device identified no damage or non conformance on the device. The stent had been positioned above the origin of the aortic bifurcation without support of the vessel wall. Eval summary: the complete se stent delivery system was received for eval and visual inspection identified no damage or non conformance on the device. Review of the procedural images provided determined that the distal end of the stent was positioned beyond the origin of the aortic bifurcation and into the aorta during placement.

Event description:
An attempt was made to deploy a 7mm diameter x 40 mm length complete se iliac peripheral stent system in the left common iliac after balloon angioplasty. It was reported however that after positioning the stent at the intended deployment site the stent "jumped" into the distal end of the abdominal aorta during deployment. The pt was taken to the ot for planned surgical removal of the floating stent from the abdominal aorta. No additional clinical sequelae were reported.